Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she put on her sensor last night and the only reading she was getting was a 6 hour warm-up. Customer's blood glucose was 363 mg/dl. Customer treated with the pump. Customer tried to start a new sensor but it was still in the warm-up phase. Customer stated that she never got any alarms and the sensor just never picked up. Customer stated that the threshold suspend isn't shutting off and her blood glucose went down to 40 mg/dl when she woke up. Customer was advised that the sensor will be replaced out